Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The d9 and e2/e3 fields were corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was caused by third-party automated endoscope reprocessor (aer) owned by the user facility. However, a definitive root cause for the errors could not be determined. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: - detection method is described in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - preventive measure is described in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had blue and white residue that returns despite cleaning the scope with alcohol or after being reprocessed. The reported issue was uncovered during preparation of use for an unknown procedure. The customer also indicated that the evotech reprocessing machine was serviced and inspected, along with the supplies used. No findings were reported from this inspection. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was low insulation on the plastic distal end cover. It was also observed that there was low angulation on all four angles. It was also observed that the play of the control knob movement was loose in all directions. It was observed that the plastic distal end cover had scratches and dents. It was also observed that the light guide lens had a large chip and was cracked. It was observed that the bending section cover, and the glue of the bending section cover was non-olympus. It was also observed that the suction, air, and water cylinders were dented. Also, it was recommended that the control body has the appropriate customer label. Lastly, it was observed that the light guide tube had superficial scratches and buckles that did not affect functioning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Related complaints: (B)(4) cf-hq190l, evis exera iii colonovideoscope, serial (B)(6). (B)(4) gif-hq190, evis exera iii gastrointestinal videoscope, serial (B)(6). (B)(4) gif-hq190, evis exera iii gastrointestinal videoscope, serial (B)(6). (B)(4) cf-hq190l, evis exera iii colonovideoscope, serial(B)(6).